Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device powered off unexpectedly. There was no harm or serious injury reported as a result of the incident.